Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient felt pectoral muscle stimulation after the right ventricular (rv) lead had a polarity switch to unipolar mode due to low pacing impedance. An interrogation revealed high capture threshold, undersensing, and noise. The lead was initially reprogrammed. Subsequently, the lead was capped and replaced. No further patient complications have been reported as a result of this event.